Manufacturer narrative:
All of the operating currents were within specification and no unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons were unresponsive. It was also found the customer received a battery out limit alarm while troubleshooting for the button error alarm. Customer's alarm history could not be accessed due to the button error alarm. The customer's blood glucose was 156 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.